Event description:
It was reported that the first perfusionist called to ask questions regarding a clotted central lumen. She stated that they placed the intra-aortic balloon (iab) via the femoral artery earlier in the cath lab and transferred the pt into the operating room. During surgery they realized that the hub of the pressure tubing to the central lumen a-line had cracked and had been leaking. Upon assessment, they then determined that the central lumen had clotted. The md decided to leave the iab in the pt and use the fiberoptix sensor (fos) signal as the arterial pressure. There were no reported pt complications. A delay / interruption in therapy was stated as "unk". Additional info received on 05/20/2010 by the sales rep stated that the device was not replaced. They decided to continue using it and then the pt did well enough to take it out. Ref MDR #1219856-2010-00345 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional info becomes available.